Manufacturer narrative:
Event description: it was reported that prior to patient contact and an unspecified procedure the stent of a filiform double pigtail ureteral stent set broke while the user was "wire guide pulling and pushing". The user then changed to another same type device to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation ¿ evaluation: interview of personnel and a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), and quality control procedures. One filiform double pigtail ureteral stent was returned in an opened original package. Visual examination noted that the stent was returned in four segments without any tether. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. The cause of the separation was not able to be determined per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that prior to patient contact and an unspecified procedure the stent of a filiform double pigtail ureteral stent set broke while the user was "wire guide pulling and pushing". The user then changed to another same type device to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1- customer (person): phone# (B)(6) / customer entity: (B)(6) (general partnership) / street: (B)(6). G4 ¿ PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.